Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle failed to retract after use. The following information was provided by the initial reporter: "the customer complained that the needle fails to retract after use."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed two insyte autoguard units in a blue container with other components. One unit appeared to be unused and was covered by alcohol wipe packages. The other insyte autoguard unit was shown without the needle cover and catheter. The needle partially extended from the shield (grip/barrel) and the needle appeared to be slightly bent. What appeared to be blood residue was observed in the needle hub. As the needle appeared to be partially retracted, the reported issue was confirmed as a ¿needle shielding failure¿. Although the reported issue was confirmed, the root cause could not be determined from the photograph. Potential contributing factors include the needle hub catching on the needle shield, deformation in the needle hub catching on the spring, or the bend in the needle affecting the ability to fully retract; however, without the physical sample, the root cause could not be determined. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
No additional information